Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a hard disk issue. The field engineer reported that the system could not fully boot due to this problem. There is no report of injury or death associated with the event described in this complaint.